Event description:
The device was used during a bifurcations prosthesis procedure. Reportedly, the suture broke. The surgeon used another instrument to complete the procedure. The hosp. Has rpt'd no pt injury occurred.